Manufacturer narrative:
Although there was no allegation against the safari2 guidewire, this report is being filed as a good faith measure due to the ventricular fibrillation and patient death reported. It was reported that the device was disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: monitor wire position throughout the procedure for proper placement of the curve and distal tip. Do not torque this guidewire. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. As indicated in the device instructions for use (dfu) instructions for use section: 7. Advance the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: patient with as, gradient 80/50, ava 0,6, bicuspid type 1, horizontal: angle 70 degrees. Single access since there was no possibility to puncture radial artery. Discussed with physicians that, for this kind of anatomy, it would be better to use two access sites. Us-guided puncture without problems. Good 3cusp view after many corrections. Very difficult valve crossing. Safari into the left ventricle, loop facing up. Effective looking predilatation with 23mm balloon (pd 24.5). After predilatation, valve in without problems and pigtail punctured in from the hemostatic valve of the isleeve. When pushing catheter forward, wire control is very poor, wire moves a lot and in the end causes ventricular fibrillation (vf). Ventricular fibrillation is treated with 200j dc (defibrillation). Blood pressure stays low after dc (defibrillation). Started to position the valve. 1a opened in a too low position, which was told to the physicians. After 1a, valve dives so that upper crown is very clearly under the leaflets. Advised to centralize the system with wire and then try to pull it out from the lv. They succeeded in pulling the system up so that upper crown was over the leaflet from the non-coronary cusp (ncc) side and under the leaflet from the left coronary cusp (lcc) side. Advised to pull it up from both sides. At this point blood pressure is very low. Physicians think that they are above the leaflet also from the left coronary cusp (lcc) side, which they are not, and they decided to open 1b in that position even though they were told not to. At this point there is quite a panic in the cath lab and nobody listens to us anymore. We are trying to tell them that they can't fully open the valve in this position, but they decided to do it anyway and the valve ends up in the left ventricle (lv). Patient is without blood pressure and resuscitation starts. They put balloon inside the acurate and try to pull the valve up even though they were told not to. Acurate is not moving at all. They decide to do valve-in-valve with sapien 23 and they need to call a loading nurse to come to load the valve from home. Resuscitation continues the whole time (over 15min). They are advised to snare acurate, but they refuse to do that, and they implant the sapien inside the acurate. Cardiac surgeon is called to come to the cath lab, but the conversation is not really good, and no other re-interventions are made. Resuscitation has been going on for this whole time. They ended up by stopping the resuscitation and verifying exitus. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: trying to pull up the partially opened valve from the ventricle by centralizing the system with wire. What is the next course of action?: na patient present at time of event?: yes patient complications: death in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: unsuccessful procedure with acurate. Valve in valve with sapien due to acurate ventricular malposition medical or surgical interventions: resuscitation, valve-in-valve patient admitted to hospital beyond the standard of care: no patient outcome: death additional information received on june 07, 2023: question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc.? Answer: acurate neo2 tf ds, acurate valve size m, pigtail, pre-dil balloon, edwards sapien valve question: in the physician's opinion, was there any relationship to the patient death and the safari2 guidewire? Answer: no question: the information in the additional questions section states, "very poor wire control during the insertion". However, in the event description and the complaint summary of the wip report there is no mention of difficulty inserting the wire or difficulty with the initial safari2 guidewire placement within the ventricle. A. Please clarify, was there any difficulty encountered during the initial guidewire placement into the ventricle or are they referring to the catheter/valve in this response? Answer: they are referring to the safari, not the catheter/valve. There was a lot of difficulty and it took a long time to gain a good view and for initial safari placement into the lv (about an hour). Uncertain why - possibly due to patient anatomy (bicuspid, calcification). There was also a third physician assisting in the case and there was not always clear communication between all the physicians. Question: if product is not available to be returned, is there an image available? Answer: no question: in the physician's opinion, since there was no report of wire management issues during the initial safari2 guidewire placement within the ventricle and it appears there were no issues with the bav procedure, what was the cause of poor wire control' and wire moves a lot' when pushing the catheter forward during the valve implantation (patient's anatomy, incorrect wire selection, poor wire management by end user, etc.)? Answer: there was difficult in initial placement of the safari within the lv. Unclear exactly why, possibly due to patient anatomy (bicuspid, calcification). At one point while they were attempting positioning the safari (prior to acurate tf ds/valve introduction), the safari went too deep and went into the la and the mitral valve, leading to the vf. Other information received: the physician only gained a single access for all the devices (as opposed to two which is typical. The physician did this because in a previous case where they were unable to obtain a second access, they had success so since then this physician has opted to only gain single access) which may have contributed overall to difficulties with maneuvering the devices within the vasculature. Additional information received on june 16, 2023: question: lot number for the safari2 guidewire? Answer: unknown, but it was an xs question: the information in the additional questions section states, "very poor wire control during the insertion". However, in the event description and the complaint summary of the wip report there is no mention of difficulty inserting the wire or difficulty with the initial safari2 guidewire placement within the ventricle. Answer: was the curve of the safari2 guidewire constrained within a catheter during insertion into the body or treatment site? Safari was placed to the lv through al1 catheter under fluoroscopic guidance. Question: did the end user advance the safari2 guidewire through the catheter under fluoroscopic guidance? Answer: safari was placed to the lv through al1 catheter under fluoroscopic guidance. Question: did the end user confirm the position of the safari2 guidewire to assure the safari2 guidewire placement and stability? Answer: wire handling during the whole procedure was really bad so the position changed many times during the process. Questions: was the wire position maintained while tracking or advancing a catheter or device over the wire? Answer: wire handling during the whole procedure was really bad so the position changed many times during the process. Question: could you please verify if the safari2 guidewire is still available for analysis and if yes, what is the projected date of the device return? Answer: no, discarded although there was no allegation against the safari2 guidewire, this report is being filed as a good faith measure due to the ventricular fibrillation and patient death reported.